Event description:
The consumer was injured when an unspecified invacare product was allegedly defective. When the brakes are fully applied, the wheels allegedly continue to roll forward, causing the consumer to fall and sustain a fracture to her right knee and left inner hip. The product involved is not known at this time.

Manufacturer narrative:
A user reportedly fell in her bedroom and alleges the rollator brakes did not hold, causing the unit to keep rolling. User reportedly had the hand brakes engaged, and as they went to sit down, the rollator allegedly moved. It's unk if the device slid due to the surface or if the brake was fully engaged. MDR filed based on alleged serious injury. No serial number has been provided to properly identify age. Product has not been returned for evaluation at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged serious injury.